Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s implantable cardioverter defibrillator (ICD) system was removed due to an infection. The patient had complaints of soreness and the physician noted the implant site was hot to the touch. The physician stated that the pocket was full of infection during explant. A wound vacuum was applied during the explant procedure. The ICD system was not replaced. No further patient complications have been reported as a result of this event.